Event description:
It was reported by the rep the device was used for a lung dissection. It was reported that after the device was fired and the button was pressed to open the anvil the handles opened but the anvil stayed compressed on the tissue. Another port was inserted and a new tsg45 was used to cut additional tissue so other tsg45 with compressed anvil could be removed.